Event description:
The customer reported that the alarm does not power on unless it is connected to the ac power adaptor. The customer tried new batteries but the results remain the same. No damage to the alarm unit detected. There was no pt incident or injury reported. Inspection of the product found that the alarm does power on with batteries however, the nurse call function is not alerting the nurse call box when weight has been removed from the sensor.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm does power on when using new batteries however, the nurse call function is not alerting the nurse call box when weight has been removed from the sensor. Manufacturer references file # (B)(4).